Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2012- patient was diagnosed with ventral incisional hernias thereby underwent open repair with implant of composix kugel mesh. Per op notes, ¿hernia defects above the umbilicus was identified with herniated omentum chronically incarcerated. The sac was dissected and the omentum was reduced. A composix kugel mesh was placed and sutured¿. On (B)(6) 2013- patient was diagnosed with small bowel obstruction, acute abdominal pain, thereby underwent open repair with explant of composix kugel mesh. Per op notes, ¿through previous surgical scar, fibrosis at the layer of abdominal fascia along with large folded up old mesh which was excised. Extensive intra-abdominal adhesions were lysed. Partial small bowel obstructions from adhesions were noted¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug -2010) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b6, b7, d1, d3, d4 ((product catalog no, corporate lot no, expiry date), d6.b (date of explant), g1, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."